Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and had little scratches on the liquid crystal display. Customer requested insulin pump replacement. Customer's blood glucose was 300-400 mg/dl. Customer stated the alarm was resolved by complete set changed and priming. No further information provided.